Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
The patient suffered a minor stroke in the territory of the treated vessel approximately 2 weeks post stenting of a basilar artery aneurysm. The stroke was reported to have resolved with residual sequelae of dysarthria, hemiataxia and hemiparesis.

Manufacturer narrative:
The device was not returned for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient suffered a major stroke in the territory of the treated vessel approximately 2 weeks post stenting of a basilar artery aneurysm. The stroke was reported to have resolved with residual sequelae of dysarthria, hemiataxia and hemiparesis.

Event description:
The patient suffered a minor stroke in the territory of the treated vessel approximately 2 weeks post stenting of a basilar artery aneurysm. The stroke was reported to have resolved with residual sequelae of dysarthria, hemiataxia and hemiparesis.